Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 40 mg/dl at the time of the incident. The customer had a high and treated with a bolus before going low. The customer was at 109 mg/dl at the time of admission. The customer was given juice, sugar gel, and intravenous fluids to treat. The customer experienced symptoms such as confusion and a seizure. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the pump was not available at the time of the call. The caller felt that the pump over delivered. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, error test, displacement test, basic occlusion test, occlusion test, prime test,rewind test, excessive no delivery test and dat at 0.08725 inches. Pump received with cracked reservoir tube lip, cracked belt clip slot and minor scratched lcd window.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test. Device received with cracked reservoir tube lip, cracked belt clip slot and minor scratched lcd window.